Manufacturer narrative:
Upon follow up, the customer reported that the device was cleaned, disinfected, and sterilized before it was sent back to olympus. However, it was unknown when the foreign material adhered to the endoscope or what the foreign material was. The endoscope was not used for a procedure with the foreign material attached to it and there was no delay between the end of clinical use and the start of precleaning. The air/water nozzle was flushed with water and air and there were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges and the air/water nozzle was flushed with the detergent solution. The device was returned to olympus for evaluation and the customer's allegation of issues with angling down and image defects were confirmed and were due to a worn angle wire bending up that did not meet the standard. The image defects were caused by a scratch in the objective lens causing the flare. The ability for water removal did not meet the standard value due to clogging of nozzle. Additional evaluation findings were as follows: adhesive around objective lens was peeled, water tightness was lost on the connecting tube due to a pinhole, connecting tube had a scratch, discoloration, a wrinkle and a dent, the distal end had a scratch, switch box had a scratch, switch1 had a scratch, paint on suction-cylinder was peeled, forceps elevator lever had discoloration and a scratch, forceps elevator knob had discoloration and a scratch, up/down knob had corrosion, discoloration and a scratch, play of up/down knob was out of the standard value due to wear of angle wire and due to deformation of the up/down knob water tightness was lost, right/left knob had discoloration and a scratch, control unit had discoloration, a scratch and corrosion due to water leakage, image guide protector had a cut, instrument channel had a dent and the forceps could not be inserted smoothly, adhesive on bending section cover has a chip, and bending tube was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that the evis lucera elite gastrointestinal videoscope had issues with angling down and image defects. There was no report of patient harm associated with the event. The device was returned and evaluated; it was found that the nozzle had foreign objects. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and the device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". ¿inspection of the endoscope¿ 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿. ¿inspection of the water feeding function¿. ¿1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿. Olympus will continue to monitor field performance for this device.